Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although physical device was not returned for evaluation, one electronic photo was provided for review. The photo show partial view of a glidepath hemodialysis catheter in which one of the extension legs was noted to be broken and completely separated from the bifurcation area. The completely broken extension leg was noted to be missing. Therefore, investigation confirmed for the reported fracture, material separation issues and fluid leak issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the glidepath hemodialysis catheter. Post the procedure on (B)(6) 2025, the arterial lumen allegedly snapped off completely. Additionally, the patient lost a significant amount of blood and was in a critical condition and patient was brought to the hospital by ambulance with life threatening bleeding. 12 days of intensive care and total of 31 days hospitalization. The current status of the patient is unknown.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the glidepath hemodialysis catheter. Post the procedure on (B)(6) 2025, arterial lumen allegedly snapped off completely. And bleeding from catheter breakage was noted. Additionally, the patient lost a significant amount of blood and was in a critical condition. Patient was brought to the hospital by ambulance with life threatening bleeding. Twelve days of intensive care and total of thirty one days hospitalization. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. However, one electronic photo was provided for review. The photo show partial view of a glidepath hemodialysis catheter in which one of the extension legs was noted to be broken and completely separated from the bifurcation area. The completely broken extension leg was noted to be missing. Therefore, investigation confirmed for the reported fracture, material separation issues and fluid leak issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4(medical device catalog ##), g3, h6 (component, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the glidepath hemodialysis catheter. Post the procedure on (B)(6) 2025, the arterial lumen allegedly snapped off completely. Additionally, the patient lost a significant amount of blood and was in a critical condition. The current status of the patient is unknown.